Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to reset the device on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.